Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited oversensing causing pacing inhibition, noise and a fracture. Provocative testing is planned to see if noise can be reproduced, and further action will be planned. The lead remains in use. No patient complications have been reported as a result of this event.